Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of unknown. The customer was treated with intravenous filled with insulin in the hospital. Customer declined further troubleshooting. Customer stated insulin pump alleging under delivery. The device will not be returned for analysis.